Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrical power on reset was observed on the leadless implantable pulse generator (ipg). Ipg was reprogrammed and the device worked normally after. Ipg remains in use. No patient complications have been reported as a result of this event.